Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 553453, implantable pacing lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient was hospitalized with syncope due to ventricular tachycardia (vt). It was noted that implantable pulse generator (ipg) was pacing greater than the upper rate interval (uri) prior to the vt. There was a ventricular pace during the ventricular high rate (vhr) event. The physician suspects vhr caused by the pacing greater uri. The device was explanted and replaced. No further patient complications have been reported as a result of this event.